Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. No additional information is available at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
There was a rapid threshold increase at the pre-discharge check on (B)(6) . X-rays showed a dislodgement. Explant was performed on (B)(6) . Product was discarded in hospital.